Manufacturer narrative:
The reason for this revision surgery was a peri-prosthetic fracture. The length of in vivo service was 6 months. There is no information in this complaint about any patient injuries, activities, or accidents that may have contributed to the need for this revision surgery. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed there have been 6 prior complaints against this part number; summary of investigations: 1 for infection, 1 for trauma, I for dislocation, 2 revisions with unknown reason. This is the first complaint from this lot. The surgeon reported no issues associated with the product and provided no information that definitively described the root cause or reason of the fracture. No other conditions relating to this event could be determined with confidence. There are no indications of a product or process issue affecting implant safety or effectiveness.

Event description:
Revision surgery - due to the patient having a peri-prosthetic fracture.